Event description:
It was reported that the lead and neurostimulator were replaced because of high impedance measurements (> 4000 ohms) and suspected malfunction of the ins (not specified). No pt complications were reported.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.